Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open pacemaker implant, towards the end of the procedure, when the doctor threw the first stitch and when going through the loop, the suture broke. Pulled another suture and used to close the pocket. There was no patient injury.